Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: samples received: none, pictures. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. According to the pictures received, the box label and product is safil violet 1 (4) 90cm hr40s but the box that contains the product is a novosyn pre-printed box instead of safil pre-printed box. This mistake took place in production area when packing the product into the boxes, the operator took a novosyn box instead of a safil box. Final conclusion: the complaint is justified. Taking into account that the pictures received confirm that the product do not fulfill the OEM specifications. Actions on distributed product of this reference/batch: credit note for one box of product. Corrective/preventive actions: re-training to involved personnel. According to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, there is a project (lean_02_2012) that will avoid this kind of mix-ups when implemented.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: sent picture of label.

Event description:
Country of complaint: vietnam. Our dealer informed that they received wrong name of 1 pac c1048557 but description is novosyn 1 90cm hr40s instead of safil violet 1 90 cm hr40s belong to bbvn po (B)(4), bbs invoice (B)(4).